Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of elective replacement indicator (eri). The transvenous defibrillation lead was capped because of poor 'r' waves and high pacing thresholds. A new device and lead were implanted.